Manufacturer narrative:
Tvt registry. The information was received in a de-identified format from a third-party post-implant device registry, the (B)(6) registry. Under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes, including time-to-e vent references in the number of days from the initial device implant procedure for reported observations. The reported event information did not include any device-specific identifying information, location where the events occurred or the specific dates of device implant procedures or events subsequently associated with the device or procedure. Without such information, it cannot be determined if any of these events were previously reported to medtronic or the FDA maude database, or if any devices were returned to medtronic for analysis. The event date reported here is the first day of the registry¿s quarterly reporting period, and the date of this report is the date the information was received by medtronic. Because the device serial number is not reported, a review of device history records could not be performed. A supplemental report will be filed if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient with a transcatheter aortic valve experienced device migration on day five post-implant of the valve. An unspecified cardiac surgery or intervention was reported on the following day. The patient was discharged on the ninth day after the original implant. It was reported that the initial device implant was successful, with mild aortic stenosis observed on the second day after implant. It was not reported whether the device was subsequently successfully repositioned, or surgically explanted with a second device of the same size and model subsequently successfully implanted. Moderate aortic insufficiency and a moderate paravalvular leak were observed during follow-up on day 23 post-implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.